Event description:
It was reported the device was removed due to infection. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v726053, implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead product ID 3037, serial# (B)(4), product type programmer, (B)(4).